Manufacturer narrative:
(B)(4). Event date: on an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. On an unknown date in the same month as the onset, the patient began treatment with intraperitoneal vancomycin (dosage, frequency, and specific dates of duration not reported) which completed on an unknown date in the same month this report was received for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis. On an unknown date in the month prior to the receipt of this report, the patient was retrained on the proper aseptic technique. No additional information is available.